Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit for hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported she started feeling lethargic and went to the emergency room while wearing the pod between 4 and 24 hours. She was diagnosed with high blood glucose (>500mg/dl) and was very exhausted with achy bones. The patient was treated with injections of insulin. The pod was discarded at the hospital.